Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The probable cause was unable to be determined. Preventive maintenace was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an error: upstream occlusion. There was unknown patient involvement and unknown patient harm/adverse event reported.